Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The camera control unit does not present an image. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, e1 (contact information must remain blank. The name of the establishment is corrected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was evaluated by a field service engineer and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, the image was not displayed due to problem of the camera head. Olympus will continue to monitor field performance for this device.